Event description:
It was reported that the procedure was performed was to treat a moderately calcified posterior tibial artery. The 2.0x200mm armada 14 balloon dilatation catheter (bdc) was advanced but only partially inflated. During removal, resistance was noted with the guide wire and the devices were removed together. After removal, it was noted that the balloon was observed to be damaged, as if it was formed in one piece with the catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.